Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes with the incident lot was not observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes were labeled with two item numbers

Manufacturer narrative:
Date received by manufacturer correction 11/15/2016.